Manufacturer narrative:
(B)(4). Expiration date: unknown as lot # is unknown. Similar to device under 510(k) p070016. MFR date unknown as lot # is unknown summary of investigational findings: the investigation is based only on the event description as no device or images were provided. Without the device and/or images we are unable to give an exact root cause to this event. However, it is plausible, that the incident could be related to patient condition or misplacement of the stent graft which can lead to a type 1 endoleak. Nothing indicates that the endoleak is related to a device failure and no evidence exists to confirm the product was not manufactured to current specifications. It is stated in the description of event that device was used for "treatment of aortic dissection" which as is also stated is off-label use. Further more it is stated that the "type I endoleak was considerably reduced by re-ballooning." Ballooning of the stent are not recommended for dissection as it can cause adverse events. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the devices were used for treatment of aortic dissection by an advising doctor's instruction though it was off label use. Ax - ax bypass was performed and the procedure was conducted with zteg-2p-36-152-pf (distal site) + zteg-2pt-42-158-pf (proximal site), approached from the right femoral artery. Since confirmatory angiography confirmed proximal type I endoleak near zteg-2pt-42-158-pf, the physician decided to place tbe-42-81-pf as an additional treatment ((B)(4)). Preparation for tbe-42-81-pf placement was made as usual, and the delivery system was inserted from the right femoral artery. However because it would not advance, the physician checked the tip of the delivery system and noticed that the sheath was curled up. He decided not to use the device to avoid damaging vascular wall with the curled part that could produce another dissection ((B)(4)). Type I endoleak was considerably reduced by re ballooning. Therefore, no more additional treatment was performed and the physician decided to take a wait-and-see approach. ((B)(4)) patient outcome: there has been no adverse effects reported.